Event description:
It was reported that surgeon was inserting a 4.0 x 48mm asnis titanium partial thread screw into the distal tibia. As he was screwing it in (using his hand not power), the head broke off at the junction of the screw head and screw shaft. He then used pliers to grab hold of the shaft and reverse the screw out (using hand not power). After several turns, the shaft broke at the junction of the shaft and the threads. Surgeon left the threaded part of the screw in the distal tibia.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the asnis cannulated screw broke could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The root cause of the reported event could not be determined as the reported device was not returned for evaluation. The following root causes were evaluated as possible (not exhaustive): - hard/dense bone - too much force applied - bent guide wire led to implant damage if any further information is provided, the investigation report will be updated.

Event description:
It was reported that surgeon was inserting a 4.0 x 48mm asnis titanium partial thread screw into the distal tibia. As he was screwing it in (using his hand not power), the head broke off at the junction of the screw head and screw shaft. He then used pliers to grab hold of the shaft and reverse the screw out (using hand not power). After several turns, the shaft broke at the junction of the shaft and the threads. Surgeon left the threaded part of the screw in the distal tibia.